Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion in the lad with chronic total occlusion. There were no abnormalities reported in relation to anatomy. Negative prep was performed with no issues. The lesion was pre-dilated. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. It is reported that stent deformation occurred during positioning/advancement. The physician used a non mdt device of same size to complete the procedure. There is no patient injury. Patient status is stable.